Event description:
It was reported to MFR that the vns pt was hospitalized due to an increase in seizure activity, relationship to pre-vns baseline unk. The physician at the hospital was not able to establish communication with the vns pt's generator, despite multiple attempts with two different programming systems. Troubleshooting was performed, and communication was not able to be established. An approximated battery life calculation was performed with the available programming history and revealed that there was approx one year remaining until the generator reached end of service. The physician at the hospital was not the pt's regular treating vns physician. Good faith attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date.